Event description:
Cardiac resynchronization therapy pacemaker (crt-p) the device was explanted and replaced. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced due to being in safety mode.

Event description:
Cardiac resynchronization therapy pacemaker (crt-p) the device was explanted and replaced. No adverse patient effects were reported.